Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedances to high out-of-range measurements greater than 125 ohms, with measurements as high as 146 ohms. It was noted that this trend behavior was consistent with lead calcification. The last delivered shock impedance was 48 ohms, which occurred at implant. Technical services (ts) discussed troubleshooting/programming options, including max energy shocks. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.